Event description:
A ureteral stent was used for therapeutic purposes. After the procedure, it was noted that urine was leaking from the drain. While trying to remove the stent, the device fractured 5 to 10 centimeters inside of the pt. The device fragment was removed with the stent by normal means, no intervention was necessary. The procedure was completed with another device.

Manufacturer narrative:
This device has not yet been received by this MFR, consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.